Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose levels ranged from 400 (mg/dl) to 451 (mg/dl), which were addressed with manual injections. Reportedly, the customer observed insulin exiting the luer lock on one occurrence. The customer performed an infusion set change and an additional occlusion alarm occurred the following day which was resolved by performing a complete supply change. As the occlusion alarms occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions could not be performed.